Manufacturer narrative:
The pump was discarded by facility and will not be returned. Autopsy results are not available. Controllers ((B)(4)) were returned for analysis. The perfusionist reported that during testing by the site the controller's "no power" alarm was functional. However, an analysis of the controller ((B)(4)) indicated that the device passed visual examination but failed functional testing due to the no power alarm remaining silent when power was disconnected. A device history review of the manufacturing documentation confirmed that (B)(4) met all requirements for release. Review of the log files confirmed a loss of power on the reported event date (B)(6) 2015. The loss of power was most likely due to a double power disconnect as suggested in the event details. A failure of the no power alarm to sound may have contributed to the extended reconnection time following the double disconnect. The most likely cause of the alarm failure is decay in the internal nimh (batt+ and batt-) cells. Heartware has opened an internal investigation to evaluate alarm issues. Analysis of the devices revealed that (B)(4) met specifications; the device passed visual examination and functional testing and was not related to the reported event as seen from the log files. Although the circumstances leading to the double disconnect cannot be conclusively determined, the user's interaction with the device is a likely contributing factor. Possible contributing factors to the patient outcome include the double disconnect and length of time before reconnection of both power sources to the controller. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. The root cause of the reported event cannot be conclusively determined, however, the patient's past medical history, comorbidities, and pharmacological factors may have contributed to this event. Heartware will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. This is one of two reports (3007042319-2015-02257, 02258) submitted for devices related to the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-02257, 02258) submitted for devices related to the same event.

Event description:
It was reported from (B)(6) that the "patient was found without vital signs in the living room on his sofa". "Both batteries were disconnected, without a no power alarm". "Spouse called emergency service and connected both batteries to controller". "After unsuccessful CPR and als the batteries were disconnected and it seems no, no power alarm sounded', as reported by perfusionist. Spouse reported to perfusionist, "that also during the night she has heard no alarm sound". Patient expired on (B)(6) 2015, autopsy is pending. No additional information provided. Investigation is ongoing.